Event description:
It was reported that a patient had a lead replacement due to lack of effect and lead dislodgement post-fall. It was noted that the fall occurred in (B)(6) 2003 and symptoms included return to baseline pain. The reporter stated that no impedance testing was found in the patient¿s file for the lead prior to removal. It was reported that no abnormalities of the lead were noted once it was removed. It was noted that the patient recovered and had comfortable stimulation post replacement.

Manufacturer narrative:
Product ID 389033, lot# j0320040v, implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type lead product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type extension product ID 7434a, serial# (B)(4), product type programmer, patient. (B)(4).